Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/delivery test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unit received with partially broken reservoir tube lip, minor scratched display window, scratched reservoir tube window, cracked reservoir tube and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer's blood glucose was unknown. During troubleshooting for motor error alarms, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed three motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.